Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted for a sepsis workup and had positive blood cultures. The sepsis was likely from a knee injury/issue. The patient was placed on intravenous (IV) antibiotics. The patient was taken to the catherization lab and their chest was washed out after a right heart catherization (rhc). The patient bled profusely overnight, was washed out and stopped bleeding. A wound vacuum-assisted closure (vac) was placed. The driveline site was oozing serious fluid. Wound vac was successfully placed on driveline site to keep it dry. The clinician recommended that infectious disease (ID) assess the patient for multiple sites of potential sepsis, chest, and driveline site. Per the vad coordinator, pump parameters were good, there were no alarms, and there was good flow in spite of right heart failure (rhf) that the patient is in again.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported sepsis, right heart failure, bleeding, and death and a direct correlation to the evaluation of heartmate 3 lvas, serial number (B)(6), could not be conclusively established through this investigation. The device was not received for evaluation; however, in the event that the device is returned, this investigation will be adjusted accordingly. The heartmate 3 lvas IFU lists various forms of infection, sepsis, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient expired on (B)(6) 2022 due to mediastinitis leading to sepsis. The death was not considered device related and the device operated as expected. The device will not be returned.